Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited inappropriate shocks. The patient took a fall while playing tennis and fractured both the rv and left ventricular (lv) lead's. As a result both leads were explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual inspection noted that the lead was returned severed at 112 mm from the terminal pin and only the proximal segment of the lead was returned. There were setscrew markings noted on all terminals. Allegations unconfirmed by lab analysis.